Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that the customer was experiencing high blood glucose of 431 mg/l. During troubleshooting, the customer was assisted with a site change. He was also educated that the bolus has to be completed before changing the set and to not update the sensor while experiencing high blood glucose levels. He should wait one hour before checking his blood glucose for sensor update. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.